Event description:
It was reported that a patient presented with inadequate anti-tachycardia pacing therapy. Patient experienced symptoms of dizziness. Programming changes were performed to resolve the issue. The patient condition was stable.